Event description:
It was reported that system shows error, the anspach pedals and drills were switched and did multiple tests with the same result. The anspach drill cord is vibrating, but no transferring power to cut. The procedure was changed to manual. According to the investigation results, the anspach console performed as intented. In case of the anspach drill, the device failed in the following tests: mechanical stop damaged and drill operation (overheating).

Manufacturer narrative:
H10: the device was used in treatment and it was reported that the system shows e6 error, the user switched anspach pedals and drills and did multiple drill tests, with all the same results. Drill cord was vibrating but transferring power to cut. Device history record reeview found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. We could confirm.